Manufacturer narrative:
The device was received for evaluation. Through visual inspection, evaluation found bad tubing guide set-up. The event history log review revealed multiple occurrences of upstream and downstream occlusion messages which were further supported by the values of the ultrasonic sensor to be low requiring the ultrasonic sensor and tubing guide to be replaced to address this issue. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be downstream values out of specification (high) and ultrasonic sensor values to be low and ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was found to have had downstream and upstream occlusion. No additional information is available.